Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tip. Dent/distortion was observed on the cartridge tip. The condition in which the sample was received is consistent with a unit that was handled and prepared for the surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the cartridge tip had a malformation and it could not be used. Patient contact was reported. No further information was provided.